Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Poly exchange from left total knee originally implanted on (B)(6) 1996. New series ii 3052-1118 poly implanted.